Event description:
It was reported that the patient presented for explant procedure prior to the procedure, it was noted that the atrial lead exhibited undersensing. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of under sensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood tissue. Visual, x-ray and electrical examination did not find any anomalies.